Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7075418.

Event description:
It was reported that the patient developed an infection at the ipg and lead site. Symptoms of redness, swelling, warm to touch, and pus at the incision were noted. The physician believed that the infection was device and procedure related. The patient underwent an ipg explant procedure and the wound was cleaned out. The explanted ipg was disposed of by the hospital. The patient was placed on antibiotics and was doing well postoperatively.